Event description:
Customer ran blood test on his breeze meter and received result of 170mg/dl and hospital result was 70mg/dl. On a separate occasion he receive a 150mg/dl on his breeze meter and hospital result was 80mg/dl. The difference falls in the "c" zone of the consensus error grid. No adverse events alleged. No supplies available for further troubleshooting. Customer to call if further assistance needed. No product expected to be returned for evaluation.

Manufacturer narrative:
Customer service attempted to get the serial number of the meter, the customer ended the call. Impossible to determine the manufacture date without further info.